Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the handpiece had a fractured bur that remains inside intra op. There was no known impact or consequence to patient.